Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned coiled up in a bag with the capsule in a container of fluid, separate from the delivery system. The capsule trocar needle was advanced but no blood or tissue was present. The plunger had been fully depressed and retracted.